Manufacturer narrative:
(B)(4). G2: japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after drilling and tapping of a screw, it could not be fixed in place and was removed. Other screws were used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5, g3, g6, h2, h6, h11. Attempts have been made to gather all product ID. No additional info is available. The reported event could not be confirmed due to lack of product/information. No product was returned, or photos provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed lot identification is necessary for review of device history records, lot identification was not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.